Event description:
Customer reported that she changed the battery on the insulin pump and two times the device will not turn on. She left the battery out for half a hour and the third battery had to insert a third time and the display is no longer blank. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value is 215 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.